Event description:
It was reported that during implant the pacing lead exhibited high thresholds and the myocardium could not be captured. It was further reported that the pacing lead exhibited high impedance. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.